Manufacturer narrative:
This event was originally reported to the FDA through report # 1416980-2024-04924 with an aware date of 08/16/2024. Additional information was received through the investigation (lot # for a sample) on 10/16/2024 that triggered this new initial MDR for this event. H11: the device was received for evaluation. Visual inspection was performed which identified the interlink septum above the above the swage ring. The t-connector and septum were measured and both the thickness and molded dimensions were within the specified range. The reported condition was verified. The cause of the condition could not be determined; however, a probable cause is related to user technique when accessing the interlink injection site. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the septum of an interlink system t-connector extension set "dislodged from its home". The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.